Event description:
Patient reported and healthcare professional confirmed right side capsular contracture, baker grade IV. Healthcare professional later reported "pain and misshapen/change in shape¿, ¿recurring back pain¿, "depression", "anxiety", and "full body rashes at random times with hives that resolve same day". Healthcare professional also reported the following events, which are not device-related: "hip joint pain", "right wrist joint pain", "breast implant illness", "frequent night sweats, increased sweating with unpleasant odor", "memory fog and forgetfulness", "dry eyes", "dry mouth", and "severe migraines". Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported capsular contracture, baker grade IV. Healthcare professional reported "capsular contracture, baker grade IV, pain and misshapen." Physician later reported "depression", "anxiety", "recurring back pain", and "full body rashes at random times with hives that resolve same day." Physician additionally reported "frequent nighty sweats, increased sweating with unpleasant odor, dry eyes and mouth, memory fog and forgetfulness. Severe migraines, right wrist joint pain, bilateral hip joint pain" and "all of these symptoms are found in patients who suffer with breast implant illness", deemed not device related. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture, unable to observe as it is not related to the manufacturing process. ¿ headache: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product-procedure: unable to observe as it is not related to the manufacturing process. ¿ dry mouth: unable to observe as it is not related to the manufacturing process. ¿ depression: unable to observe as it is not related to the manufacturing process. ¿ dry eyes, unable to observe as it is not related to the manufacturing process. ¿ rash: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ other - medical, unable to observe as it is not related to the manufacturing process. ¿ varied injuries: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.